Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A synergy¿ stent was advanced to treat the calcified right coronary artery, however, stent deformation was noted. The device was removed from patient. No patient complications were reported.